Event description:
Patient was fixing a deck and experienced severe pain in his hip and could not move without pain. Update (B)(6) 2018: as cited in "adverse consequences details": patient required revision surgery. Rep reported that the head disassociated from the stem. A considerable amount of black tissue was present in the joint. Pre-revision x-rays and an explant picture and were provided.

Manufacturer narrative:
Adding investigation conclusion; reported event: an event regarding disassociation and altr involving a metal head was reported. Disassociation was confirmed. Altr was not confirmed. Method & results: -product evaluation and results: not performed as device was note returned. -medical records received and evaluation: a review of the provided medical records by a clinical physician was rejected stating [...] Rejected for medical review by dr. Jaffe today - x-ray and photo confirm event of disassociation and trunnion erosion/corrosion; need operative reports, clinical/past medical history, examination of explanted components[...] -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there were no other events for the lot provided. Conclusions: lot specific voluntary recall v40 - recall - 2249697-08/29/2016-007r was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Manufacturer narrative:
Lot specific voluntary recall v40 - recall - 2249697-08/29/2016-007r was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient was fixing a deck and experienced severe pain in his hip and could not move without pain. Update 10/september/2018: as cited in "adverse consequences details": patient required revision surgery. Rep reported that the head disassociated from the stem. A considerable amount of black tissue was present in the joint. Pre-revision x-rays and an explant picture and were provided.